Event description:
It was reported that a remote transmission showed right ventricular (rv) pacing only during capture management testing. It is questioned whether the rv only pacing initiated ectopy which resulted in ventricular fibrillation and appropriate shock. Some intermittent r-wave double counting was also noted during the episode. The patient will be seen in clinic by the physician. The device remains in use. No patient complications have been reported as a result of this event.